Event description:
Reporter alleged blood glucose measured 116 mg/dl and customer did not adjust any medication as aresult or feel any low glucose symptoms at the time. It was reported three hours later, meter had 3 results of lo in a row and customer took 1/2 of the prescribed oral medication as a result however there were no adverse reactions. Reporter stated on another occasion, customer had two readings of lo back to back and a result of 146 mg/dl taken 3 minutes later. Reporter indicated taking 1/2 of oral diabetes medication and drinking some orange juice as a result with no adverse effects. No medical treatment was sought or received. A request was made for the return of the suspect product and replacement product was sent.